Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient presented scarifications on the thigh only at the patch site. There was no patient injury.